Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that before shoulder repair using the spider 2 tenet 7615 is not moving fluently. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. The enclosures were damaged. A functional evaluation was performed. The hinge joint was stiff and difficult to articulate. The complaint was confirmed and the root cause has been associated with a maintenance problem. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.